Manufacturer narrative:
Section b5: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter tilted and the patient experienced perforation of the filter strut(s) outside of the inferior vena cava. The patient also reported experiencing constant fear about having a foreign object in their body and the uncertainty of what damage it could cause. The patient¿s medical history and the indication for the filter have not been provided. The filter was placed via the right common femoral vein and deployed at the level of l2. The patient reportedly tolerated the procedure well with no immediate complications. Approximately eight years and three months later a computed tomography (CT) scan was done and results indicated that the filter had perforated and tilted. A total of six prongs perforated the ivc, the maximum distance of prong perforation is 4-mm. Coronal images reveal a 2-degree tilt left to right. Sagittal scan images show a 7-degree tilt posterior to anterior. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Fear does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. Occupation: other, senior counsel, litigation. As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter and perforation that caused injury and damages to the patient. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter and perforation that caused injury and damages to the patient.

Manufacturer narrative:
Additional information received per the medical records indicate that the filter was deployed via the right common femoral vein. The filter was placed at the l2 level. A post -procedural venogram showed adequate positioning of the filter. The patient tolerated the procedure well, without any immediate complications. The results of computed tomography (CT) scans done approximately eight year and three months after the index procedure indicate that the filter was positive for caval perforation. The superior extent of inferior vena cava (ivc) filter was in the l2-l3 disc space. The inferior extent was superior to the l4 vertebral body. A total of six prongs have perforated the ivc. The CT scan revealed that the maximum distance of prong perforation is 4-mm. Coronal images reveal a 2 degree tilt left to right. Sagittal scan images show a 7 degree tilt posterior to anterior. The diameter of the ivc directly above the filter is 20 mm x 12 mm. Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter and perforation of filter strut(s) outside the inferior vena cava. The patient continued to experience constant fear about having a foreign object in his body and the uncertainty of what damage it could cause. Corrected data section a3: the patient is a male. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Correction to (product code).